Manufacturer narrative:
Insulin pump had an unresponsive buttons, due to corroded keypad traces. Insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
Customer reported that the insulin pump keypad became unresponsive when attempting to treat for high blood glucose. The blood glucose reading was 572 mg/dl. Customer did not recall any significant event leading to the keypad issues. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.